Event description:
The customer reported that the image on the monitor of the 9800 system was split. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The pin on the lemo connector was secured. The system was tested and operates as intended.